Event description:
On (B)(6) 2025, the user contacted support after performing a supply change on their ilet insulin pump and reported that it appeared insulin delivery had not started. The user's bg was 343. The user¿s daughter, on a separate line, expressed concern that a step in the supply change might have been missed. The user completed the cannula fill step and subsequently received a dose of insulin.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.